Event description:
It was reported that the user ran out of insulin with a blood glucose of 395 mg/dl due to delayed pharmacy communication, which led to interruption of insulin delivery on the ilet until a clinic assisted by transferring insulin from the user¿s pens into ilet cartridges, after which insulin delivery resumed. Symptoms include anxiety associated with hyperglycemia reported. Outcomes included the need for clinical assistance to restore therapy, with no hospitalization reported. Investigation included customer communication and troubleshooting with user. Investigation of this case revealed that the device functioned as designed and that the event was related to insulin supply unavailability rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related supply interruption.

Manufacturer narrative:
Initial.